Event description:
The facility reported that while performing a diagnostic study on a patient, the pt's blood pressure dropped as the catheter was removed. An echo was done which indicated that a pericardial effusion had occurred and a pericardiocentesis was performed.

Manufacturer narrative:
According to the facility's electrophysiology lab, the patient stabilized and recovered from this event and was discharged from the facility in a couple of days. To the best of their knowledge, there has been no permanent damage to the patient. No additional information is available in regards to the patient or the event. If the product is returned to bwi in the future, an analysis of the product will be performed, and a supplemental report will be submitted to the FDA.